Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed m&m's, apple juice, and carbohydrates to address low bg. Suspected cause was due to the customer¿s settings requiring adjustments. Technical support suggested customer consult their healthcare provider for correct settings.